Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that, during a regular follow-up, it was not possible to communicate with the pacemaker via telemetry and the device did not react to the presence of the magnet. The device was replaced. No patient complications were reported as a result of this event.